Event description:
An (B)(6) yr old female with urothelial bladder cancer. Ivc filter stunt fracture and is seen on CT with the proximal end within the lung parenchyma and the distal end with the pulmonary artery branch.